Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The ip address was put on the navigation system to communicate to the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation; part not returned.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the imaging system and the navigation system were not communicating. This was discovered outside of a clinical environment.